Event description:
Additional information received reported that the patient had a coupling problem. When the patient went to charge she could get eight full boxes but when she sat down she dropped to two or zero boxes. The patient stated that the boxes seemed to fluctuate and she did not believe it was her position or what she was doing. The patient used a light girdle and gave up on the recharger belt ¿a long time ago¿ because it was not as tight. The patient stated that she had had this issue since implant last may and felt like it had gotten worse in the last ¿six to seven months.¿ the patient stated that the manufacturer representative checked the device after her falls and everything seemed fine. The patient stated that ¿propping a pillow sometimes helped.¿ the patient could feel the device in the pocket site and it felt flat. The patient was frustrated and concerned that there was something wrong with the recharger. The patient stated that lying flat while charging was uncomfortable but she had not tried it in the past. The patient tried lying flat and coupling dropped back down to two then zero. The patient had an appointment with her health care provider (hcp) the day after of the report that she had not discussed the issue with yet.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that a patient had been having ongoing problems with charging and sometimes they would get two of eight coupling boxes and then move to four or six if they wiggle or move the antenna around the area. It was noted that the device was fully charged three days prior to the report and the device was on 24/7. It was noted that the patient usually turned stimulation off while charging, and the patient usually felt stimulation when the device was on. It was reported that the patient was looking to get some improvement on charging performance. Following troubleshooting the patient was able to get eight of eight coupling boxes. It was noted that the patient had a couple of falls in (B)(6) 2013, the device had not been checked since the fall, and the patient had an appointment scheduled for the following week with her healthcare provider. Twelve days later, it was reported that the patient was charging more expected, the patient was having trouble with coupling and it took double the charge time it used to. It was noted that the patient had falls in early (B)(6) 2012 and in (B)(6) 2013 and the she noticed the change in recharging success after the falls. It was reported that the patient had landed in the area of the device and had broken vertebrae in that area. It was noted that for a year before this the patient didn¿t have any recharge issues. It was reported that when the patient charged, she put on a girdle and her husband placed the recharger on her. It was noted that the patient usually started with eight coupling bars, but then would lose coupling within a minute of starting the session. If the patient stood up and walked around, she¿d get the eight coupling bars back, but if she sat back down she would lose coupling. It was noted that the patient did not lean up against anything while charging, and the device did not sit as flat to the skin as it did prior to the falls, although the device had not changed position. Six days later, it was reported that an impedance check was normal on (B)(6) 2013 and the cause of the issue was not determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had been having ongoing problems with charging and sometimes they would get two of eight coupling boxes and then move to four or six if they wiggle or move the antenna around the area. It was noted that the device was fully charged three days prior to the report and the device was on 24/7. It was reported the patient did not feel stimulation at the time of report because they had stimulation turned off since they were charging. It was noted that the patient usually turned stimulation off while charging, and the patient felt stimulation when the device was on. It was reported that the patient was looking to get some improvement on charging performance. Following troubleshooting the patient was able to get eight ofeight coupling boxes. It was noted that the patient had a couple of falls in (B)(6) 2013, the device had not been checked since the fall, and the patient had an appointment scheduled for the following week with her healthcare provider. Twelve days later, it was reported the impedances were all normal. It was reported that the patient was charging more than expected, the patient was having trouble with coupling and it took double the charge time it used to. It was noted that the patient had falls in early (B)(6) 2012 and in (B)(6) 2013 she noticed the change in her recharging success after the falls. It was reported that the patient had landed in the area of the device and had broken vertebrae in that area. It was noted that for a year before this the patient didn't have any recharge issues. It was reported it used to take 2 hrs to charge an at the time of report it took a minimum of 4 hrs. It was reported that when the patient charged, she put on a girdle and her husband placed the recharger on her. It was noted that the patient usually started with eight coupling bars, but then would lose coupling within a minute of starting the session. If the patient stood up and walked around, she's get the eight coupling bars back, but if she sat back down she would lose coupling. It was reported that on the day prior to report when the patient charged she said she never saw the picture of where the battery with the three little lines above it. It was noted that the patient did not lean up against anything while charging, and the device did not sit as flat to the skin as it did prior to the falls and tilted away from the skin, although the device had not changed position. It was logged the patient sure the falls changed something in the area where the implant was. It was noted the patient had had swelling as a result of the falls. It was reported the patient did not think they could lie down while charging. Six days later, it was reported the cause of the issue was not determined and the manufacturer representative had not heard back from the patient. Additional information received reported that the patient had a coupling problem. When the patient went to charge she could get eight full boxes but when she sat down she dropped to two or zero boxes. The patient stated that the boxes seemed to fluctuate and she did not believe it was her position or what she was doing. The patient used a light girdle and gave up on the recharger belt a long time ago because it was not as tight. The patient stated that she had had this issue since implant last may and felt like it had gotten worse in the last six to seven months. The patient stated that the manufacturer representative checked the device after her falls and everything seemed fine. The patient stated that propping a pillow sometimes helped. The patient could feel the device in the pocket site and it felt flat. The patient was frustrated and concerned that there was something wrong with the recharger. It was noted that sometimes when the patient charged, it did fine and all the boxes remained black and stayed the entire charge. The patient stated that lying flat while charging was uncomfortable but she had not tried it in the past. The patient tried lying flat and coupling dropped back down to two then zero. The patient had an appointment with her health care provider (hcp) the day after of the report that she had not discussed the issue with yet.